Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction - h6 (clinical signs code, results code) the reported event could not be confirmed since the device was not returned for evaluation. CT imaging was provided, however, no conclusion can be drawn based on the imaging alone. Medical affairs was consulted on the available CT scans and information in this case file. According to their review, "the CT-scan shows status after subtalar arthrodesis, the fusion has healed well, the hardware (screws) was taken out. The tibial component is intact, well-fixed, and well-positioned. The pe-liner looks intact. The talar component is intact, has subsided and is placed relatively medial, closing the medial gutter. There are bone cysts in the talus. The most likely reason for revision seems to be the subsidence of the talar component, however, clinical information is needed to make a definitive assessment." The current IFU provided with these devices states, "prosthetic components can loosen or migrate due to trauma or loss of fixation" , "periarticular calcification or ossification, with or without impediment to joint mobility;" and "inadequate range of motion due to improper selection or positioning of components or periarticular calcification." More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.